Manufacturer narrative:
(B)(4). Batch # 460a20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60g reload was received with the pan partially dislodged and dented from on the distal end. The sled was received in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/16 causing the reported event. However it is possible that the reload was manipulated, and the sled was manually returned to its home position. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.    It is also possible that the damage noted on the reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 460a20, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.